Event description:
Same case as #2939204-2012-00166. It was reported that during a cerebral artery aneurysm treatment procedure the aneurysm ruptured. The target aneurysm was located in the moderately tortuous right middle cerebral artery. The vessel was noted to be small distal to the aneurysm. A non-bsc 3- 2.5 x 15mm stent was selected and advanced to treat the aneurysm. The aneurysm began leaking when the distal portion of the stent was in place and the catheter was noted to have become "occlusive" when the physician attempted to remove the stent delivery catheter, the choice floppy guide wire was removed at the same time and the aneurysm ruptured. The patient experienced a subarachnoid hemorrhage due to the aneurysm rupture and the physician coiled the aneurysm with non-bsc coils. In the physician's opinion, the patient's anatomy contributed to the event and there was no device malfunction. The patient had a left ventriculostomy catheter placed as well as a non-bsc sensor. The patient is in critical condition in the intensive care unit. The patient is sedated and paralyzed, on a vent due to respiratory failure, with fixed, non-reactive pupils. An organ donation organization was contacted in (B)(6) 2012.

Manufacturer narrative:
Device evaluated by MFR: the unit was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).